Event description:
It was reported that a cortex screw broke during an open reduction internal fixation (orif) distal humerus left procedure. While in surgery, the surgeon was using the synthes limited contact dynamic compression plate mini fragment set 2.0mm cortex screws to repair some of the fragments in the distal humeral fracture of the patient. While placing one of the 2.0mm cortex screws, the screw broke at the level of the screw head. The surgeon was aware of what had happened and decided not to extract the part of the screw in the left distal humerus of the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device broke during insertion; device was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure was completed successfully with no additional medical intervention needed.